Event description:
The customer alleged they received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their c501 analyzer. The customer provided data for three patients, one of which had a discrepant result that was reported outside the laboratory. The sample was tested using whole blood. The patient's initial hba1c result was 7.2%. The patient did not agree with the result and requested that the sample be repeated. On (B)(6) 2013, the patient's sample was repeated twice and the results were 5.5% and 5.6%. The repeat results correlated to the previous result which had been done a few months prior. The patient was not adversely affected by this event. The hba1c reagent lot number was 664859 and the expiration date was not provided. The field service representative went on site. He found retention waste water in the r2 rinse station. He cleaned the waste flow path and inspected the overall analyzer. He discovered there was no special cell cleaning solution in the special wash list for hba1c application. All quality control results were within the acceptable range after the service visit. There have been no new issues reported.

Manufacturer narrative:
This event occurred in (B)(6).